Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the home patient (hp) and the hp they did not notice anything unusual about their supplies that day. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint is not confirmed and the cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).